Event description:
It was reported that the pt received pain relief in his shoulder, but no where else in his body since implant. The pt wanted pain relief in his back to his feet as well. The healthcare provider was weaning the pt off the dilaudid to put saline in the pump; reason was not specified. The dose was at 9 mg/day and at the time of the call was less than 1 mg/day. Per the reporter, the pt experienced chills, achy, can hardly walk. It was unk if this was withdrawal or just a return of symptoms. The pt was attempting to find a new hcp for a second opinion. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).